Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. An analysis of the system logs indicates that there are multiple instances of the motor moving in the incorrect direction. The rear housing was removed and the internals of the handle were visually inspected under a microscope for damage or debris. None was found inside handle. There were no visual signs of any watermarks or corrosion on the board set and oled that could have caused any abnormal functionality. The connections around the motor control circuit were inspected under magnification for potential shorts. Shorts have been shown to reverse motor operation. There were no abnormalities found. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. The most likely cause for the reverse motor movement is debris presence within the assembly causing an intermittent short across the pins for the motor con troller. The investigation concluded that there were no visual abnormalities on the electronics of the motor drivers or any part of the motor circuit. The motor now functions normally and no visual debris was found within the handle. Reverse motor rotations could not be replicated during pmv functional testing. Therefore, the root cause of the failure could not be reliably determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lobectomy, when the device was loaded for the third firing, while checking the opening and closing of the jaws, the jaws moved to the left and right unexpectedly and stapling was done. An element popped out from the articulation part of the reload. Another adapter was tried to be used but after calibration, the tip of the adapter protruded more than usual and the cartridge could not be connected. Another device from another company was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.